Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The fsa reported the following: on (B)(6) 2025, the patient underwent an endovascular procedure for a thoracoabdominal aortic aneurysm involving the visceral vessels. A gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device was planned for this patient. The patient was treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component. The patient was also treated with multiple devices including the use of a gore® dryseal flex introducer sheath; all tambe system components were successfully tracked from the access site to the intended implantation site and released from delivery catheters successfully. There was technical success with the tambe procedure. Reportedly the patient had tortuous iliac artery anatomy. A pre-procedure diagnostic angio revealed mid superior mesenteric artery (sma) occlusion. The sma measured 5-6mm. A shockwave catheter ablation system was used in the left external iliac artery twice, before delivering the gore® dryseal flex introducer sheath (22fr, unk lot/serial number, hospital inventory). Final angio revealed the sma artery had a flow limiting dissection, distal to the implanted gore® viabahn® endoprosthesis. The physician had planned to do a sma bypass surgery. It was reported that when removing the gore® dryseal flex introducer sheath (dsf/22fr) being used on the left side, the external iliac artery ruptured. While implanting an additional stent, the patients blood pressure started to drop (80/40). Two units of blood were given; multiple vasopressors were being given with fluids. Upon successful completion of stenting the left external iliac artery, the patients blood pressure elevated (220/110). The patient went into cardiogenic shock, had a myocardial infarction, and coded. The patient expired on the operating table.